Manufacturer narrative:
(B)(4). The customer reported to have not duplicate the alleged malfunction. Technical support engineer (tse) suggested to run additional test to the ventilator and to call back if additional troubleshooting is required.

Event description:
It was reported that the ventilator generated an error related to the graphical user interface (gui) key stuck condition. The ventilator was not in use on a patient at the time of the reported event.